Manufacturer narrative:
(B)(4). 'The patient's birth date in 'this event is unknown. However it was indicated that the patient was born in 1982. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. On the same day, the patient was treated with cefazolin 2 gram (g)/day, intraperitoneal injection (ip) and gentamycin 80 milligram(mg)/day, ip for peritonitis. The patient was treated with cefazolin 2 g/day, ip and gentamycin 80 mg/day, ip for peritonitis. Twelve days later, cefazolin and gentamycin were stopped. On the thirteenth day, the patient was treated withvancomycin 1 g/day, ip and amikacin 300 mg/day, ip for peritonitis. Twenty seven days after hospital admission, the vancomycin and amikacin were stopped and the patient was discharged. The patient recovered from the event of peritonitis.